Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to left lower extremity deep vein thrombosis (dvt) and a history of dvt and pulmonary embolism (pe). Patient alleges filter tilt, vena cava perforation, and thrombus/stenosis. Patient further alleges hook of filter was embedded and tilted and perforated the ivc wall. Continuous stomach pains cramping, nausea and vomiting. Fear and anxiety filter caused permanent damage from perforation. Per CT of abdomen with IV and oral contrast, (B)(6) 2017: "there is a filter within the ivc inferior to the renal veins. There is apparent penetration of the wall of the ivc from the filter anchors. There is no evidence of acute hemorrhage or hematoma. There is no obvious adjacent inflammatory changes". Impression: "ivc filter penetrating the walls of the ivc without evidence of acute hemorrhage, hematoma, or adjacent inflammatory change". Per pathology results, (B)(6) 2017: "removal of ivc filter (gunther-tulip filter), filter appears intact". Per interventional radiology ivc filter removal report, (B)(6) 2017: "successful complex removal of a gunther tulip ivc filter using wire loop technique and excimer laser".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: (B)(4). Device code(s): 3191 ¿ appropriate term/code not available was selected for device. Perforation, 3191 ¿ appropriate term/code not available was selected for filter tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: tilt, perforation, thrombus/stenosis, embedded, continuous stomach pains cramping, nausea, vomiting, and fear/anxiety. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported continuous stomach pains cramping, nausea, fear/anxiety, and vomiting is directly related to the filter and unable to identify a corresponding failure mode at this point in time. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook gunther tulip filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2012". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.